Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer amulet was chosen for implant using a 14f amulet delivery system. A very trivial, non-measured pericardial effusion was noted prior to the start of the procedure. The patient was in sinus rhythm at the time of the procedure. A transseptal puncture was performed mid in the bicaval view and posterior in the short-axis view, after which 7,000 units of heparin were administered in total (4,000 units followed by an additional 3,000 units), with a single activated clotting time measurement noted to be >400 seconds and out of range. The wire and delivery system were positioned in the upper pulmonary vein, and no wire was placed in the left atrial appendage; only a pigtail catheter was used. During deployment of the 28mm amulet device, one partial recapture was performed, and approximately two attempts at torquing were made in an effort to improve coaxial alignment. During the implantation, a pericardial effusion was observed, and transesophageal echocardiography (tee) evaluation revealed that the distal end screw of the device had perforated from the left atrial appendage into the fluid-filled transverse sinus, resulting in a progressively increasing pericardial effusion that was not formally measured. Cardiac tamponade was identified on tee, accompanied by a gradual decline in the patient¿s blood pressure to a nadir of 55/38 mmhg. Following discussion between the imaging and implanting physicians, the decision was made to remove the amulet device, as the left atrial appendage was hypercontractile and each contraction produced a jet of fluid into the transverse sinus, raising concern that leaving the distal end screw in place would result in further injury. The event was believed to be associated with the 28mm amulet device, though it was mostly attributed to user-related factors. After device removal, an emergent pericardiocentesis was performed in the catheterization laboratory, during which a total of 600 cc of blood was evacuated. Protamine (40 mg) was administered after partial fluid removal once tamponade had begun to resolve. After approximately 300 cc of fluid removal, resolution of tamponade was noted with improvement in the patient¿s blood pressure. Upon removal of the remaining fluid and completion of anticoagulation reversal, echocardiography demonstrated clot formation at the site of perforation within the transverse sinus, with no further fluid extravasation observed. Surgical intervention was not required, and the patient was transported from the laboratory to a cardiovascular observation unit with the pericardial drain in place, remaining intubated pending a follow-up tee later the same day.